Manufacturer narrative:
(B)(4).

Event description:
It was reported that in a replacement procedure they set the new implantable neurostimulator (ins) aside and they changed the electrode. Then, they wanted to reconnect the ins and they could not because ¿no screws.¿ it was stated there was no injury to the patient and no patient symptoms or complications were associated with the event. It was later reported there was no impedance problem with the new ins because of the new lead. It was stated the patient was okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the screws were lost during the procedure.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, serial# unknown, product type: lead.